Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01264.

Event description:
It was reported that during an initial hip arthroplasty the liner was not seating into the cup. A delay of one hour was reported and surgeon had to use a size larger to bail out of the situation. Attempts have been made and no additional information was provided from the event at the time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 10 deg e1 liner. The liner locking feature shows damage and an indentation to the outside radius. A review of the device history records identified no deviations or anomalies during manufacturing for item 010000895. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.